Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The customer reported that she realized the cannula had come out of the infusion site after wearing pod for 48 hours and her blood glucose was reading over 500 mg/dl